Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a complete pump reset, which resolved the issue, allowing them to successfully start their sensor session without any recurring errors.